Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3093-33, lot# v072754, implanted: (B)(6) 2008, product type: lead. Product ID: 3093-33, lot# v072754, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that one year the doctor said a wire had moved. It was also noted that the doctor took an x-ray and said "one wire was going away" but did not do anything. If additional information is received, a follow up report will be sent.